Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. As the wound dehiscence might have led to a serious deterioration in the patient's state of health, this event is assessed as serious. The skin abrasion is related to device use, although non-serious. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 63-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed that the patient had developed two sores on the scalp. One was located approximately three inches above the right ear and appeared to be an abrasion. The second sore was observed on the surgical incision site at the back of the head during an array change that day. This sore was described as ulcer-like, approximately the size of a small fingernail, with a brownish-gray center and surrounding erythema. There was no drainage or apparent signs of infection, and the patient denied experiencing fever, though pain at the site was reported. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient's daughter reported that the incision remained open and expressed uncertainty of when the patient would be able to resume optune gio therapy. The prescribing physician was contacted for further information without reply.

Manufacturer narrative:
On april 21, 2025, novocure received additional information from the patient's caregiver. The patient had temporarily discontinued optune gio therapy on (B)(6) 2025, due to two sizable open lesions under the arrays located in the previously documented areas. One of the areas was on the back of the head near the surgical incision site, and the other on the left top side of the head. According to the caregiver, the lesions were characterized by bloody serous exudate. The lesion on the back of the head measured approximately the size of a penny, while the left side lesion was roughly the size of a pencil eraser. Both areas were managed with sterile dressings and topical triple antibiotic ointment, applied one to two times daily. No additional information was provided.

Manufacturer narrative:
On january 11, 2025, novocure received additional information that the healthcare provider (hcp), confirmed that the patient's scalp had sufficiently healed to resume optune gio therapy. Reportedly, the patient resumed therapy on (B)(6) 2025. However, on (B)(6) 2025, the patient's daughter reported that the patient was admitted to the hospital on (B)(6)2025, due to the reopening of the wound at the surgical resection site on the back of the head, which had been previously reported. Optune gio therapy was temporarily discontinued. No additional information was provided.

Manufacturer narrative:
On march 28, 2025, novocure identified that the initial manufacturer report number (MFR) reflected an incorrect submission year. The correct MFR for this report is 3010457505-2025-00411.